Event description:
The customer reported the unit won't fluoro. Customer still using table. No pt injury was reported.

Manufacturer narrative:
The service rep removed covers from jedi, checked lvps-good. Rebooted system and experience no problem. Reassemble unit and rebooted no problems found. Tes: tested unit and found system to be functioning as intended.